Manufacturer narrative:
(B)(4). Customer alleged cosmetic damage on the pump along battery side on (B)(6) 2021. The insulin pump p-cap / test reservoir locks in place properly. The pump was received with a critical pump error (open book image) due to moisture damage on stack assembly electrical board1 and electrical board2. Attempted to download using crest tool and was unsuccessful due to moisture damage on electronic assembly. The pump was cut open and electrical board2 was swapped with test pcb, pump did not power up properly after battery installation. Moisture damage was found on the keypad connector on j1/electrical board1, j6 connector internal battery, j7 power connector, motor and force sensor during visual inspection. The following were noted during visual inspection: cracked case (corner of belt clip rails) and cracked battery tube threads. In summary, unable to perform the functional tests, including the displacement test, rewind, prime/seating, basic occlusion, occlusion, force sensor, self test, sleep current measurement, and active current measurement due to the critical pump error. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the insulin pump had cracked on back housing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.